Event description:
As reported by the user facility: reports the upper y-site valve is leaking. Occurred six times. Medication that leaked was chemo, unsure what specific chemo drug it was. No pt injury noted. During a f/u call to the facility, the reporter confirmed there was no injury to the pt or staff, and no intervention was required as a result of the incident. The reporter stated that the set is believed to be leaking at the sidearm of the upper and lower valves, not a bonded joint. The reporter also stated that this was happened several times with this lot, but the actual sample will not be returned since it contained chemo. Another set from this same lot will be returned.

Manufacturer narrative:
(B)(4). The actual devices involved in the reported incident were not returned for eval. One unused opened sample without packaging and five unopened samples in original packaging (identifying the reported lot number of 0061311557) were returned for eval. The samples were subjected to an air pressure (leakage) test. All returned samples met functional requirements according to spec. There were no leakages observed. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. Without the actual used sample, a thorough eval could not be performed at this time. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the event. If add'l pertinent info becomes available, a f/u report will be filed.